Event description:
Additional information received reported the patient received assistance from their healthcare professional or a manufacturing representative and their concerns were resolved. It was noted the patient had an appointment on (B)(6) 2014.

Manufacturer narrative:
Product ID 97740, serial# (B)(4); product type programmer, patient product ID 3708160, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 39565-30, serial# (B)(4), implanted: 2008 (B)(6); product type lead product ID 3708160, serial# (B)(4), implanted: 2008 (B)(6); product type extension product ID 37742, serial# (B)(4), implanted: 2008 (B)(6); product type programmer, patient. (B)(4).

Event description:
(B)(4). It was reported that the patient¿s device began moving out to the surface of his skin approximately 6-12 months ago. His skin became very sensitive and uncomfortable and the patient was worried it was going to penetrate the skin but it never did. The issue took quite a while to develop.